Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the evening of (B)(6) 2024, the patient¿s daughter went to the patient¿s home and found she had lost consciousness, and did not respond. She had a seizure and was choking. The daughter called emergency medical services (ems). Upon arrival paramedics gave glucagon (unspecified route) to stabilize her bg level and the patient was transported to the hospital. The bg finger stick value at the hospital was 50 mg/dl and the cgm value displayed was 170 mg/dl. The patient received unspecified treatment, diagnostic testing (ECG), bg checks, and monitoring, after her bg level stabilized she was discharged home on (B)(6) 2024. At the time of the report the patient felt okay. The patient also utilized an insulet omnipod insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
Subsequent to the initial MDR, follow up contact was made with the patient on (B)(6) 2024. Additional information was received. On the evening of (B)(6) 2024, the patient¿s daughter went to the patient¿s home and found her sleeping on the couch. The cgm displayed 170 mg/dl. The daughter realized the patient had lost consciousness, and determined the patient¿s bg level had decreased and the cgm was inaccurate. She called emergency medical services (ems) when the patient did not wake up or respond. It was also reported the patient had a seizure and was choking at some point during the event. No bg finger stick value, treatment, or insulin pump information was specified for this time period prior to ems arrival. After paramedics arrived the bg finger stick value was 50 mg/dl, and a glucagon injection (glucagen) was administered. The cgm value remained 170 mg/dl and did not change. In route to the hospital the patient regained consciousness. At the emergency room (ER) the patient received unspecified treatment, diagnostic testing (ECG), bg checks, and monitoring. The cgm displayed values at the ER ranging from 170-190 mg/dl which were 30-100 mg/dl different from the bg fingerstick values. After the patient¿s bg level stabilized (24 hours) she was discharged home on (B)(6) 2024. At the time of the report on (B)(6) 2024, the patient felt okay. The patient also utilized an insulet omnipod insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).